Event description:
It was reported that the distal shaft of the stent delivery system separated during use in the left circumflex with mild calcification. Intervention was reportedly required to remove the separated shaft; however, it is unknown what type of medical intervention was required to remove the separated segment from the patient. A new device was used to complete the procedure without issue. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned stent delivery system noted blood on the shaft, stent implant and balloon and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and suggests advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. There were kinks and bends noted in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. It is likely that during advancement in the moderately calcified lesion, the shaft kinked and further manipulation would contribute to the shaft separating. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.